Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) reverted to backup pacing mode due to a power on reset (por). The ICD was reprogrammed which resolved the issue. Further information was requested but not received.